Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating the patient experienced pain and headaches postoperatively.

Manufacturer narrative:
Evaluation summary: the device was not returned; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported having blurry vision after cataract surgery with an intraocular lens (iol) implant. Additional information was received from the surgeon stating medications were altered following the procedure. Approximately three months following the implant, the patient reported to the surgeon that the affected eye "feels better".